Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during infusion the IV set began leaking at the connection of tubing and lower y-port. Patient was being infused (unknown solution), denies chemo agent. Patients' blood started backing up in set, a little was starting to come out. The nurse stopped the infusion immediately and changed out the set with a new IV set. The patient's peripheral IV catheter was intact and did not need to be changed out. Nurse reconnected a new infusion and patient received full therapeutic dose. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.